Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency department feeling ill and coded. Upon interrogation of the device it was noted that the pacemaker exhibited failure to capture. The device was reprogrammed. Upon review of the clinical notes it was noted that the atrial and ventricular leads also exhibited capture issues. The system was explanted and replaced. The patient was recovering post procedure.

Manufacturer narrative:
Correction: (B)(6). The patient coded.

Event description:
New information received noted that the pulse generator was explanted and the leads were capped and replaced on (B)(6) 2018. The patient was in stable condition post procedure.